Event description:
This css console was not supporting a pt. The customer reported that while conducting a routine console test validation procedure, he observed smoke coming from the primary controller. The customer also reported that he removed the primary controller from the css console. When he removed the outer lid to inspect the interior of the primary controller, he observed that several wires that were burned. This alleged failure mode poses a low risk to a pt because the issue was observed during a routine console test validation procedure when the css console was not supporting a pt.

Manufacturer narrative:
The css console was returned to syncardia for eval. Preliminary results indicate that the root cause for the burned cables in the primary controller was a broken pcb guide that allowed the controller pcb to contact a chassis handle mounting stud. This caused excessive current to flow in the positive leads of the flex cable wires connected to edge connector pins 3 and 4, causing the wires to become hot, melting their casings. The investigation is still in process, and the final results of the investigation will be provided in a supplemental MDR.